Manufacturer narrative:
The device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. A supplemental report will be submitted upon evaluation completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that this 21 mm aortic pericardial valve, implanted approximately five (5) years and ten (10) months, was explanted due to moderate aortic paravalvular regurgitation. This device was originally implanted for aortic valve replacement to correct aortic stenosis. This device was explanted and replaced with a 19 mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The condition of the explanted valve was reported as ¿there was no problem observed with the leaflet of this valve¿. The patient status was reported as ¿recovered¿ at ICU. The device was returned for evaluation.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform intact. There was no calcification depicted by x-ray. The sewing ring was cut near commissure 3, and the wireform was exposed on commissure 2. Additional manufacturer narrative: customer report of paravalvular regurgitation could not be confirmed through visual observations. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. In this case, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak.